Event description:
It has been reported to company that the occlusion balloon deflated during procedure. During the procedure the occlusion balloon would not stay inflated. The patient is reported to be fine. The device has been discarded and will not be returned for evaluation.